Event description:
It was reported that the patient was having a pump revision because the patient did not like the location of the pump so the healthcare provider (hcp) was moving the pump. There were no therapy concerns at the time. The pump system was delivering morphine. The patient had noticed that the pump was "bugging" the patient for a couple of months. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).